Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history wasn't in chronological order. Additionally, it was reported that the pump time and date were inaccurate. Reportedly, customer adjusted time to address the issue. There was no reported impact to customer's blood glucose.